Manufacturer narrative:
(B)(4). Date of initial report: 10/10/2016. The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported a forcetriad generator self-activates in bipolar mode intermittently and stays on. The staff in or claimed the machine self-activated during a case and the only way to stop it was to unplug the bipolar cable from the machine. No patient injury and none medtronic devices used. Customer biomed was able to simulate the problem by using the auto bipolar setting; once activated, the bipolar would not stop even after removing the bipolar cable from the load.